Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received with a tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the tip of the needle broken at the port and orange/brown foreign material on the port face. Functional testing was unable to be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was bent. Gouge marks were observed at multiple locations along the inner cutter. Dark foreign material was observed on and inside of the tip of the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was broken at the port of the needle. Therefore, the reported functional issue was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the detached shell cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut during surgery. The surgery was completed after replacing the product with new one. There was no patient harm.